Event description:
The customer reported erroneous high accu tni (troponin I) test results were generated when using the unicel dxi 800 access immunoassay system for unknown number of patients. Customer notes this has been occurring for a few days (specific dates not provided). Erroneous test results were not reported out of the laboratory. Normal results were obtained upon repeat analysis of the patients' samples using an alternate access instrument. No reports of death or serious injury, and no affect to patients treatment as a result of this event.

Manufacturer narrative:
Samples were full draws and were collected in a plastic bd lithium heparin tubes with gel. A stat spin centrifuge was used and samples spun for 10 minutes. Quality control (qc) resulted within specifications prior to and after the event. The customer supplied two accutni calibrations which failed due to s0 %cv values resulting out of specifications high. No error messages were posted to the event log and there were no issues with other assays. The field service engineer (fse) was dispatched. Fse ran system check which passed. Replaced aspirate probe #2 and all aspirate peri-pump tubing. Fse ran special clean and system check. Ran accutni calibration and obtained level sense errors. Adjusted spu and sample probe. Obtained a passing level sense test and calibrated sample pressure sensor. Calibrated accutni and ran qc which passed. Fse ran five reps of patient sample with good precision. Verified repair per established procedures and results met published performance specifications. No definitive root cause can be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.